Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
Consumer states that the seat upholstery is tearing where the bolts connect it.